Event description:
It was reported that the guidewire was broken. A 300cm light support straight pt guidewire was selected use. During unpacking, it was noted that the guidewire was broken off approximately 30cm behind the tip. The guidewire was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the unit returned with its original pouch batch 22153431. The unit returned had wire detached, as part of overall visual revision. The device was broken into two pieces. The break was located 262cm from the proximal end and 38cm from the distal tip. The overall length should be 300cm. The overall length was not able to be measured because of the condition of the device. The body was noted to be bent. Dimensions of the distal tip, middle of the device, and proximal section were all within specifications. The fracture found has evidence of bending forces applied.

Event description:
It was reported that the guidewire was broken. A 300cm light support straight pt guidewire was selected use. During unpacking, it was noted that the guidewire was broken off approximately 30cm behind the tip. The guidewire was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.